Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted to the keypad traces. The keypad connector was fully locked. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on the insulin pump are not responding. Blood glucose value was 10.8 mmol/l. The insulin pump would be replaced and returned for analysis.